Event description:
It was reported that the line became infected requiring itu intervention & antibiotics. Line placed 2009. Pt had an emergency admission to oncology. No obvious source of infection. The line was removed. Results of tip culture - klebsiella (oxytoca) no date for removal of line but was only recently this month. Pt possibly admitted from home.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed one other similar product complaint file(s) from this lot.